Event description:
Customer reported receiving several alarms. He also stated a button error alarm had occur. The customer's blood glucose was unk. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Ref. MFR report number: 2032227-2014-37188.